Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. Additionally, the device history review was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air oscillator quick coupling device etching was worn out, the mechanics and coupling power supply did not function and the device was blocked. It was also observed that the bearing was defective, the labeling was worn out and the pins on the cone sleeve had come out. It was further determined that the device failed pretest for check the free movement, check the cannulation, check pins length of cone sleeve and marking and labeling. It was noted in the service order that the device was inoperable. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.